Event description:
It was reported from australia that during a glomus tumour surgical procedure, it was discovered that the rubber connector that punctures the intravenous bag disconnected from the irrigation tubing device. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. However, the device was misrouted or lost after receipt. Investigation could not be completed at this time. Therefore, the reported condition could not be confirmed and an assignable root cause was not determined. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.